Manufacturer narrative:
Product analysis:"event description describes implant malfunction as multi-axial head locking after final tightening; this locking feature is a designed feature of the device. Functional evaluation of the explanted and returned implants confirms the head to be locked. Visual review of the implant identified uniform witness marks on the crown, consistent with full seating of the rod. Visual review and functional evaluation of the head thread with the returned set screw confirmed full engagement and no damage of the thread. The implant appears to have performed its intended function." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, physician alleged that poli axial head screw lost their function after implant in (B)(6) 2015 to treat an idiopathic scoliosis of woman with normal weight. Physician claimed that extreme pain reported by patient was somehow connected to the screws head malfunction. The product came in contact with the patient.